Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads, and cracked end cap. Unit also received with missing address/serial number label. Unable to perform functional test due to cracked and detached end cap.

Event description:
It was reported via phone call that insulin pump had physical damage. It was reported that bottom or insulin pump was broken. Caller reported that insulin pump fell out of customer's pocket. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced.